Event description:
It was reported that the packaging of the blade was damaged. It was also reported that the blade was not used on a pt and the sterile area was not compromised. It was further reported that another blade was readily available.

Manufacturer narrative:
The device subject to this investigation was returned to the MFR for eval. It was visually confirmed that the packaging had been damaged. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.